Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer had changed all supplies prior to contacting tandem technical support, therefore troubleshooting was unable to be performed. Additionally, it was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer was able to reload the cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was not impacted.